Event description:
It was reported that at implant procedure, once device was in the pocket and leads connected to it, the device measured high impedance of the ventricular lead for the bipolar setting. As the unipolar setting for the lead measured as normal, the decision was made to replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.